Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet bionic pancreas, with a documented low of 50 mg/dl and subsequent hyperglycemia after consuming soda and entering a meal announcement, followed by another nocturnal low treated with orange juice; education on meal announcements and insulin delivery was provided, and no device setting changes were made. Symptoms included feeling unwell and nausea. Outcomes included blood glucose outside the target range for a few hours without hospitalization, professional medical intervention, or ketone testing. Investigation included troubleshooting and user education. Investigation of this case revealed an unclear cause for the hypoglycemia. It was concluded that the event was related to low glucose of unclear cause with user intake of oral carbohydrates and no further clinical intervention. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.